Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 09/25/2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient would have fainted after having experienced inaccurate reading. The patient reported that she was unsure of what she was feeling at the time of the event, and she also did not remember or knew any specific cgm or blood glucose reading. The patient stated that an ambulance was called by her son but that no treatment was provided yet. When the paramedics arrived, the patient was administered insulin to raise the blood glucose level. The patient was brought to the hospital but was unaware of what the blood glucose levels would have been at that time. The patient was hospitalized for a total of five days. During this time the patient received medication but did remember what specific medication was given. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.